Event description:
Dr reported that a pt experienced irritation, eye pain, and blurred vision in the left eye after wearing the lenses for one week. Pt visited a hospital and was diagnosed with corneal erosion that penetrated bowman's membrane. Pt was treated with an unk antibiotic eye drop and ointment. After two days of treatment, the corneal erosion was reduced. After 7 days, the pt recovered, with no permanent scar and no loss of visual acuity. It is unk if the dr relates the event to a specific product.

Manufacturer narrative:
The returned lens was evaluated and found to be within all specs. There are no other complaints found for the reported lot number. Etiology is unk. Based on all info, no causal factors can be determined and no conclusion can be drawn.